Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the user facility. Please see the updates in sections: g4 (PMA/510k), h2 (if follow-up, what type) and h10. The surgeon performed a therapeutic ureteroscopy and lasering of stones procedure. The sheath was flushed with saline before use and there was no obvious damage. A camera was also used with this device. Once the camera was inserted it was then noted that the sheath had broken and the fragment could be seen inside the patients bladder. The fragment was then retrieved using a grasper through the scope. No further treatment or extended stay was required for the patient. The procedure was prolonged by 5 minutes.

Manufacturer narrative:
This supplemental report is being submitted to report the original equipment manufacturer (OEM) device evaluation results. Please see the updates in sections: g4, g7, h2, h6 and h10. The OEM, teleflex medical, performed their own investigation for this device. The OEM confirmed the customer's report of the dilator tip breaking because the OEM received pictures of the dilator tip broken off. The lot 09m170013 was shipped on 07-dec-2017 with a lot quantity of (B)(4) five packs ((B)(4) total units). The product was manufactured using dilator lots 08a1500533 and 08c1500553. A DHR review was conducted and the lot passed all inspections. The OEM reported that the root cause is environmentally related to exposure of the device in the health care facilities which result in degradation and embrittlement of the dilator polymer. Teleflex believes that there is no manufacturing, material, or process related cause for this failure mode and would be considered within teleflex's control. The OEM was unable to confirm the complaint.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined. The 61354bx instruction manual ¿avoid contact with sharp objects as the device can be easily nicked, thereby increasing the potential for breakage.¿

Event description:
The service center was informed that during that an unspecified procedure, the access sheath broke during insertion. It is unknown if the intended procedure was completed. There was no patient injury reported.